Event description:
On (B)(6) 2012, customer reported that blue colored fluid leaked below the right side of the lh780 instrument. Customer stated that the leak appeared to originate from beneath the flow cell. The volume of the leak was approximately 2-3 ml, and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the tubing through valve 46a had a slight cut in it due to wear. Fse noted that the isoton and/or clenz leaked during shut down. Fse replaced the tubing and this resolved the issue. No other problems were reported.

Manufacturer narrative:
(B)(4).